Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown part trama /unknown lot number. (B)(4). Device is unknown and is unknown if implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves 1 part. Concomitant devices: 1x 310.310 / lot 2212 drill bit ø3.2 l145/120 2flute; 1x 311.046 / lot 2011 tap f/resorb-emergscr ø2.5 self-drill l6. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records has been requested. Patient date of birth and exact age are unknown; reported as about (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was attempted for the subject device lot. The DHR are not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according the filing and archiving of specification documents version which was in place till august 2014. A manufacturing investigation was completed for the subject device. During the investigation, no residues or damages were identified. The complaint condition could not be reproduced and the instrument is in faultless condition. The complained circumstance could not be identified. The reported filamentous substance did not come off from this instrument. No product problem could be detected. This complaint is unconfirmed from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.